Event description:
It was reported that the device was slow to heat on the pt side. The device was also reported to be inconsistent and needed to be monitored due to drastic drops in temperature. No reported pt effect. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device and was unable to duplicate the error. The stop, shunt and tank return valves were cleaned. Performance and safety tests were successfully executed. The device was returned to service. A supplemental medwatch will be submitted if additional information becomes available.